Manufacturer narrative:
Correction made to g3 date received by MFR: 07/19/2021 (previously submitted as 7/17/2021). Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between december 17, 2020 to december 22, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused during patient infusion. It was further reported that approximately 60% to 70% remained in the device. The device had been filled with piperacillin/tazobactam ci 13.5g. There was no patient injury or medical intervention associated with this event. No additional information is available.